Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the personal diabetes manager (pdm) kept resetting. The patient attempted to connect a new pod but was unable to do so. The patient's blood glucose (bg) levels rose to 25 mmol/l (450 mg/dl) and felt dizzy and uncomfortable. The patient went to praxis am neuen garten and received an insulin injection of 6 units for treatment. A new pdm was sent to the emergency room where the patient is waiting to receive the new device.